Manufacturer narrative:
Device evaluation results are not applicable since the implants were discarded accidentally and they are not available for return.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced lack of primary stability.